Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer would either change the cartridge only or changed the infusion set and cartridge to address the issue. Customer¿s blood glucose (bg) level was over 500 mg/dl. Elevated bg was addressed by a correction bolus via the pump.